Manufacturer narrative:
The t:slim x2 user guide states: always confirm that the decimal point placement is correct when entering your personal profile information. Incorrect decimal point placement can prevent you from getting the proper insulin amount that your healthcare provider has prescribed for you. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump calculated a bolus larger than expected. Tandem technical support reviewed pump data and found that the user had changed the carb ratio to 1.7 instead of 7. Tandem technical support assisted the customer with correcting the carb ratio and the bolus was calculated correctly. The incorrect bolus was not delivered. Customer's blood glucose was 190 mg/dl.